Event description:
It was reported that the unit kept generating an error. It was further reported that the unit kept turning off by itself.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.